Event description:
Information received indicates a loss of ground due to a loose ground pin on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.